Event description:
The nurse of a (B)(6) female patient contacted zoll customer support to report adjust belt/check belt alarms and a damaged electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages and damaged electrode belt) has been confirmed. As received, the belt failed incoming testing. Upon investigation ECG "c" and ECG "d" cables were pulled from the strain relief. The cause of the adjust belt/check belt messages is the damaged ECG "c" and "d" cables pulled from the strain relief. The cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.